Event description:
It was reported that the left ventricular (lv) lead had variable impedance, increasing from 300 to 1500 ohms. It was also reported that the lv lead threshold significantly increased. The lv outputs were reprogrammed and at the follow up appointment the lv lead impedance was high and remained variable. During the procedure to revise the lv lead when tugged upon the lv lead loss capture and was believed to be fractured. The lv lead was capped and replaced. It was noted that the patient was part of the (B)(4) study.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.